Manufacturer narrative:
Other, other text: additional information: h6, h10. Device evaluation: one smiths medical cadd legacy pump was returned for analysis. During analysis, the customer's reported problem was able to be confirmed. The pump was found to be "1720" error code message on power up during the investigation. Service will replace the backup capacitor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information received a smith medical cadd legacy alarmed lec 1720. This event occurred during testing and no patient involvement.